Manufacturer narrative:
The subject device was returned to olympus for evaluation and olympus could reproduce the phenomenon. Olympus confirmed there was foreign substance in the electrical contact of the video connecter socket of the subject device. Olympus also confirmed at the facility that there were foreign substances in the electrical contact of the video plug of both scopes which the facility used at that time. There was a possibility that the scopes which had foreign substances in the electrical contact of the video plug were connected to the subject device, result in contact failure between the subject device and the scopes. Olympus also checked the device history record of the subject device, and there was no irregularity found. The instruction manual of otv-s190, ltf-vh and ltf-v3 already mentions cautions for video connector handling. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please cross reference the associated complaint files: MFR report #: 8010047-2016-00245, 8010047-2016-00246.

Event description:
Olympus was informed that the monitor showed the error e315 (unsupported scope) during unspecified procedure with the subject device and the laparo-thoraco videoscope ltf-vh. The facility replaced the ltf-vh to another laparo-thoraco videoscope ltf-v3, but the same phenomenon still occurred. After that, the ltf-vh which the facility used at first was connected to the subject device and there was no error. The facility completed the procedure with the subject device and the ltf-vh.